Manufacturer narrative:
Based on review of the file, this report was updated from a serious injury to a malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic cholecystectomy with angiogram, when the clip holding the catheter in place was removed the surgeon noted a small tear in the cystic duct. The case continued normally. No further injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic cholecystectomy with angiogram, when the clip holding the catheter in place was removed the surgeon noted a small tear in the cystic duct. The case continued normally. No further injury.